Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp2191 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "sherlock stylet was kinked when in the PICC. Rn pulled it out to check why no signal, it was perforated, she pulled it apart by hand easily. She did not get confirmation and cxr completed. I have all the pieces." No other information was provided.

Event description:
It was reported "sherlock stylet was kinked when in the PICC. Rn pulled it out to check why no signal, it was perforated, she pulled it apart by hand easily. She did not get confirmation and cxr completed. I have all the pieces." Add info received: "I was not able to obtain an internal 3cg waveform, so I removed the stylet completely to assess. The stylet was perforated and almost separated. I easily pulled the stylet end apart by hand. I obtained a cxr to confirm PICC placement. I ensured that I had all of the stylet on my sterile field. I did not have to change the pt position to flat, left lateral, and there was no harm to the pt." Additional information received 9/13/2021: " I do want to let you know that I slowly pulled back the stylet to trim the PICC, measuring the correct amount of stylet exposed from hub to avoid damaging the stylet tip. I then re-advance the stylet slowly while having approximately 8cm past PICC tip to observe the stylet tip, ensuring smooth stylet advancement. I slowly pull the stylet back into the PICC until the tip is just hidden in the PICC tip and slightly bend the stylet at the hub connection. I flush with ns prior to inserting into the introducer."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed the stylet was broken into two pieces approximately 5.1 cm proximal to its distal tip. The epoxy tip of the stylet was observed present and intact on the distal segment. A microscopic observation revealed some use residue on the returned sample. The breaks in the polyimide tubing were observed to be uneven with a rough surface texture and plastic deformation. Some tapering and delamination were observed in the polyimide tubing at the distal break site. The core wire of the stylet at the break site was observed to be tapered with a slight lip on one edge. While the exact cause of the break in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.